Manufacturer narrative:
D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: manufacture date: unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: deployment of angio-seal felt sticky to the physician. There was no blood loss. Additional information was received on 18sept2025: procedure performed for the patient prior to the use of the angio-seal was a right leg angiogram. The procedure sheath was a merit prelude. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The issue was that the physician felt that it was sticky upon deployment of the anchor. A pre-deployment angiogram was performed. The patient was stable. Hemostasis was achieved with the subject angio-seal successfully.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath and carrier tube. The device was subjected to visual analysis. The device appears to be in used condition, with visible signs of blood. The carrier tube and hemostasis sheath are fully mated in rear lock position. The suture was fully deployed and had been cut. The sheath and carrier tube were also kinked. One 6 fr angio-seal vip device was returned to terumo medical corporation. The hemostasis sheath and carrier tube were returned fully deployed and a kink was found on the tubing. The complaint was confirmed for a kinked carrier tube and hemostasis sheath. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the device during deployment resulting in the reported event. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).